Event description:
It was reported by the customer, the endoeye flex deflectable videoscope presented a noisy image while being used with a video processor. The procedure was not delayed more than fifteen (15) minutes. No patient harm reported.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was not confirmed. There was no image and some vertical grey lines appeared on the screen due to a deteriorated m-plug unit. The protector could not be disassembled from the video connector, which was caused by a slipped thread. The insertion section was slightly scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested event was presumed to be caused by the failure of the plug unit (designated the "m-plug" unit) due to the following: a) physical stress applied to the m-plug unit b) electrical stress applied to the m-plug unit because of the following handling. B-I) grounding wire of the system equipment was not connected. (Application of static electricity) b-ii) while the system equipment was turned on, the video connector was disconnected and connected. (An excess current) b-iii) while stain or liquid adhered to the contacts of the video connector, the video connector was connected to the system equipment. (Short-circuit) the following description is included in the instructions for use (IFU) (operation manual). The suggested event was preventable. "Important information ¿ please read before use: dangers, warnings, and cautions: - do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. - turn the video system center on only when the video connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the video connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Important information ¿ please read before use: precaution for disappeared or frozen endoscopic image: before connecting the video connector to the video system center, confirm that the video connector, including the electrical contacts is completely dry and clean. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and video system center may malfunction." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to the initial report. The g4 date for the initial report is january 5, 2022.